Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) oversensed a capacitor maintenance test. No changes or intervention was performed. The patient condition was unknown.